Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6) female patient who had essure (batch no. E01816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), nausea ("nausea"), paraesthesia ("neurological conditions or problems type: tingling in hands and feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain upper, vulvovaginal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, fibromyalgia, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract disorder, fatigue, weight increased, constipation, irritable bowel syndrome and bladder disorder outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, irritable bowel syndrome, menorrhagia, nausea, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plaintiff reports that "most, if not all symptoms" decreased soon thereafter following essure removal. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan vagina - in 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs received : previously reported event ¿injury¿ was replaced with ¿pelvic pain¿, new events- ¿vaginal pain, lower back pain, stomach pain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, vaginal yeast, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression/anxiety, autoimmune disorder type of disorder: fibromyalgia, bladder or urinary problems or changes, nausea, neurological conditions or problems type: tingling in hands and feet, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: constipation/ irritable bowel syndrome¿, lot number, patient demographic added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 37-year-old female patient who had essure (batch no. E01816-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection/vag vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety/psych injury"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), nausea ("nausea"), paraesthesia ("neurological conditions or problems type: tingling in hands and feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain upper, vulvovaginal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, fibromyalgia, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract disorder, fatigue, weight increased, constipation, irritable bowel syndrome, bladder disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, irritable bowel syndrome, menorrhagia, nausea, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plaintiff reports that "most, if not all symptoms" decreased soon thereafter following essure removal. Current weight 128 lbs. Plaintiff received treatment for pelvic/ abdominal pain, menorrhagia, fibromyalgia and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan vagina - in 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : event abdominal pain added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 37-year-old female patient who had essure (batch no. E01816-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In june 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), nausea ("nausea"), paraesthesia ("neurological conditions or problems type: tingling in hands and feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain upper, vulvovaginal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, fibromyalgia, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract disorder, fatigue, weight increased, constipation, irritable bowel syndrome and bladder disorder outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, irritable bowel syndrome, menorrhagia, nausea, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plaintiff reports that "most, if not all symptoms" decreased soon thereafter following essure removal. Current weight 128 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan vagina - in 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), pregnancy with contraceptive device ('missed abortion at 9 weeks gestation') and abortion missed ('missed abortion at 9 weeks gestation') in a 37-year-old female patient who had essure (batch no. E01816-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included vomiting, osteoarthritis, tendency to bruise easily and uterine bleeding. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection/vag vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety/psych injury"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), nausea ("nausea"), paraesthesia ("neurological conditions or problems type: tingling in hands and feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion missed (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion missed, back pain, abdominal pain upper, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, fibromyalgia, nausea, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract disorder, fatigue, weight increased, constipation, irritable bowel syndrome and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion missed, anxiety, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, irritable bowel syndrome, menorrhagia, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plantiff reports that "most, if not all symptoms" decreased soon thereafter following essure removal. Current weight 128 lbs. Plaintiff received treatment for pelvic/ abdominal pain, menorrhagia, fibromyalgia and psych injury. Missed abortion at 9 weeks gestation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan vagina - in 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events- device ineffective, pregnancy, spontaneous abortion, were added. Concomitant conditions were added. Not valid lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.